Event description:
An ipp device was implanted on 1/8/80. The pump was revised on 3/11/94. The cylinders were revised on 12/16/85 and 1/5/87. The cylinders were removed from the pt and replaced on 9/26/97 due to fluid loss.